Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection was visualized after insertion of the enroute 0.014" guidewire in the left internal carotid artery (ica). The guidewire was retracted and re-advanced couple of times, and the physician was able to proceed with the procedure. An unplanned additional stent was placed to address the dissection and no further complications were reported.